Event description:
The complaint is reported as: "dilator was in and the sheath bunched up when it was introduced. Sheath bunched up on the edge. Procedure performed by ir fellow who has now inserted most of the vf devices at this hospital." No patient harm reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one safe sheath d-pro assembly for analysis. Signs of use in the form of biological material was observed inside the sheath body. Visual analysis revealed that the sheath tip was slightly stretched/crimped. Microscopic examination confirmed the damage. The appearance of the defect seems consistent with damage caused during an attempted insertion of the device. The sheath body outer diameter measured .2430" which is within the specification limits of .2430"-.2490" per the safe sheath d-pro product drawing. The dilator outer diameter measured .210" which is within the specification limits of .209"-.212" per the safe sheath d-pro product drawing. The dilator was removed and reinserted back into the sheath body. Little to no resistance was encountered as the dilator was able to pass with no issues. Performed per IFU statement "remove clamp and slowly retract guidewire and dilator, leaving sheath in position. The hemostasis valve will reduce loss of blood and inadvertent aspiration of air through sheath". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "advance the dilator and sheath together with slight twisting motion over guidewire into vessel". The report of a damaged sheath body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was slightly stretched/crimped. The appearance of the defect was consistent with damage resulting from undue force being applied during an attempted insertion of the device. The sheath and dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was encountered during usage, and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "dilator was in and the sheath bunched up when it was introduced. Sheath bunched up on the edge. Procedure performed by ir fellow who has now inserted most of the vf devices at this hospital." No patient harm reported. A new device was used. The patient's condition is reported as fine.